Event description:
This unsolicited device case from united states was received on (B)(6) 2016 from a patient. This case concerns a (B)(6) old female patient who experienced septic knee, had lower calve swollen, calve was rock hard and calf was very painful while receiving treatment with synvisc one. No medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2016, the patient initiated treatment with intra-articular synvisc one injection once at a dose of 6 ml (batch/lot number and expiration date: not provided) for osteoarthritis. On an unknown date in (B)(6) 2016, the patient had the normal swelling she always had after the injection. It was reported that the patient was still having swelling and a great deal of pain on the 4th day post-injection so she called her physician and had her come in to have the area drained. On an unknown date in (B)(6) 2016, the patient's lower calve was swollen, was rock hard and very painful. It was reported that the patient went to the emergency room and had tests to rule out a blood clot. It was reported that the patient did not have a blood clot and was going to see her physician shortly to follow up on these issues. On an unknown date in (B)(6) 2016, the patient went to the emergency room and was diagnosed with septic knee. Reportedly, the patient thought that she got a bad batch of synvisc-one because she has had many injections (since 2014) and never had these problems before. Corrective treatment: not reported for all the events. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criteria: important medical event for septic knee pharmacovigilance comment: sanofi company comment dated (B)(6) 2016: this case concerns a (B)(6) old female patient who received synvisc one injection for osteoarthritis and developed septic joint with swelling and pain. Evaluating the product and event onset dates, the plausible temporal relationship between the product and event cannot be denied. However, lack of detailed information about medical history, laboratory data, and concurrent medical illnesses, precludes a comprehensive assessment in this case. Moreover, the maintenance of aseptic conditions is mandatory during the injection of the product and any deviation from the same could provide a plausible explanation for the event.

Event description:
This unsolicited case from united states was received on 10-may-2016 from a patient. This case concerns a 60 year old female patient who experienced septic knee, had lower calve swollen, calve was rock hard and calf was very painful while receiving treatment with synvisc one. No medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2016, the patient initiated treatment with intra-articular synvisc one injection once at a dose of 6 ml (batch/lot number and expiration date: not provided) for osteoarthritis. On an unknown date in (B)(6) 2016, the patient had the normal swelling she always had after the injection. It was reported that the patient was still having swelling and a great deal of pain not experienced previously on the 4th day postinjection so she called her physician and had her come in to have the area drained. On an unknown date in (B)(6) 2016, the patient's lower calve was swollen, was rock hard and very painful. It was reported that the patient had effusion removed at that time and when symptoms worsened, the patient went to the emergency room and had tests to rule out a blood clot. It was reported that the patient did not have a blood clot and was going to see her physician shortly to follow up on these issues. On an unknown date in (B)(6) 2016, the patient went to the emergency room and was diagnosed with septic knee. Reportedly, the patient thought that she got a bad batch of synvisc-one because she has had many injections (since 2014) and never had these problems before. Corrective treatment: not reported for all the events. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. Seriousness criteria: important medical event for septic knee additional information was received on 17-may-2016. Ptc number and results were added and text was amended accordingly. Additional information was received on 16-sep-2016 from the patient. The symptom of knee effusion was added for the event of septic knee. Clinical course updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 16-sep-2016: this case concerns a (B)(6) female patient who received synvisc one injection for osteoarthritis and developed septic joint with swelling, pain and also effusion was done. Evaluating the product and event onset dates, the plausible temporal relationship between the product and event cannot be denied. However, lack of detailed information about medical history, laboratory data, and concurrent medical illnesses, precludes a comprehensive assessment in this case. Moreover, the maintenance of aseptic conditions is mandatory during the injection of the product and any deviation from the same could provide a plausible explanation for the event.

Event description:
This unsolicited case from united states was received on 10-may-2016 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc one and after unknown latency, experienced septic knee, had lower calve swollen, calve was rock hard and calf was very painful, was not able to bend her knee and swelling in ankle. The patient has had many synvisc one injections (since 2014). The medical history was significant for thyroid cancer. The concomitant drugs were levothyroxine sodium (levoxyl) and ibuprofen (motrin). No concurrent condition was provided. On (B)(6) 2016, the patient initiated treatment with intra-articular synvisc one injection once at a dose of 6 ml (batch/lot number and expiration date: not provided) for osteoarthritis in right knee. On an unknown date in (B)(6) 2016, the patient had the normal swelling she always had after the injection. It was reported that the patient was still having swelling and a great deal of pain not experienced previously on the 4th day post-injection so she called her physician and had her come in to have the area drained. It was further reported that the patient experienced severe swelling in her right knee and was not able to bend her knee for 10 days, and had to use a wheelchair. On an unknown date in (B)(6) 2016, the patient's lower calve was swollen, was rock hard and very painful. On day 5, the right calf swelled to 3 times its normal size. It was reported that the patient had effusion removed at that time. On (B)(6) 2016, when symptoms worsened, the patient went to the emergency room (ER) and had tests to rule out a blood clot. It was reported that the patient did not have a blood clot and was going to see her physician shortly to follow up on these issues. The patient had an ultrasound scan that ruled out deep vein thrombosis (dvt) but she received no diagnosis. On an unknown date in (B)(6) 2016, the patient went to the emergency room and was diagnosed with septic knee. At the ER, the patient received clindamycin phosphate (clindamycin) but her knee was not aspirated/ cultured. On (B)(6) 2016, the doctor injected triamcinolone acetonide (kenalog) into her knee space (guided by ultrasound) and gave her an antibiotic to take. The patient did not take the antibiotic but received additional ultrasound scans that ruled out dvt but revealed little else. On an unknown date in 2016, after unknown latency, the patient had swelling in ankle. Reportedly, the patient thought that she got a bad batch of synvisc-one because she has had many injections (since 2014) and never had these problems before. At the moment of reporting on (B)(6) 2016, the swelling in her calf had resolved completely but she still had some swelling in her right knee. Corrective treatment: clindamycin phosphate and unspecified antibiotic for septic knee; triamcinolone acetonide for septic knee, lower calve swollen and calf was very painful; had to use a wheelchair for not able to bend her knee; not reported for calve was rock hard, swelling in ankle. Outcome: recovered for lower calve swollen and not able to bend her knee; unknown for rest of the events. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. Seriousness criteria: important medical event for septic knee; required intervention for the events of septic knee, lower calve swollen and calf was very painful additional information was received on 17-may-2016. Ptc number and results were added and text was amended accordingly. Additional information was received on 16-sep-2016 from the patient. The symptom of knee effusion was added for the event of septic knee. Clinical course updated and text amended accordingly. Additional information was received on 14-oct-2016 from the patient. The medical history and concomitant drugs were added. The event of not able to bend her knee was added with details. The corrective treatment for the events of septic knee, lower calve swollen and calf was very painful was added. The outcome for the event of lower calve swollen was updated from unknown to recovered. The seriousness criterion of required intervention was added for the events of septic knee, lower calve swollen and calf was very painful. Clinical course updated and text amended accordingly. Additional information was received on 20-oct-2016 from the patient. The event of swelling in ankle was added with details. Clinical course updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 20-oct-2016: the follow up information does not change the overall case assessment. Sanofi company comment for follow up dated 14-oct-2016: this case concerns a patient who received synvisc one injection in right knee for osteoarthritis and developed septic joint with swelling, pain and effusion along with swollen and painful calf. Evaluating the product and event onset dates, the plausible temporal relationship between the product and event cannot be denied. However, information regarding the technique of injection and conditions under which the patient received the injection is required to make complete case assessment. Therefore, an iatrogenic factor cannot be ruled out.

Event description:
This unsolicited device case from united states was received on 10-may-2016 from a patient. This case concerns a (B)(6) female patient who experienced septic knee, had lower calve swollen, calve was rock hard and calf was very painful while receiving treatment with synvisc one. No medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2016, the patient initiated treatment with intra-articular synvisc one injection once at a dose of 6 ml (batch/lot number and expiration date: not provided) for osteoarthritis. On an unknown date in (B)(6) 2016, the patient had the normal swelling she always had after the injection. It was reported that the patient was still having swelling and a great deal of pain on the 4th day post-injection so she called her physician and had her come in to have the area drained. On an unknown date in (B)(6) 2016, the patient's lower calve was swollen, was rock hard and very painful. It was reported that the patient went to the emergency room and had tests to rule out a blood clot. It was reported that the patient did not have a blood clot and was going to see her physician shortly to follow up on these issues. On an unknown date in (B)(6) 2016, the patient went to the emergency room and was diagnosed with septic knee. Reportedly, the patient thought that she got a bad batch of synvisc-one because she has had many injections (since 2014) and never had these problems before. Corrective treatment: not reported for all the events outcome: unknown for all the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. Seriousness criteria: important medical event for septic knee additional information was received on 17-may-2016. Ptc number and results were added and text was amended accordingly. Pharmacovigilance comment: sanofi follow up company comment dated (B)(6) 2016: the follow up information received doesn't change previous case assessment. Sanofi company comment dated (B)(6) 2016: this case concerns a (B)(6) female patient who received synvisc one injection for osteoarthritis and developed septic joint with swelling and pain. Evaluating the product and event onset dates, the plausible temporal relationship between the product and event cannot be denied. However, lack of detailed information about medical history, laboratory data, and concurrent medical illnesses, precludes a comprehensive assessment in this case. Moreover, the maintenance of aseptic conditions is mandatory during the injection of the product and any deviation from the same could provide a plausible explanation for the event.

Event description:
This unsolicited case from united states was received on (B)(6) 2016 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc one and after unknown latency, experienced septic knee, had lower calf swollen, calf was rock hard and calf was very painful and was not able to bend her knee. The patient has had many synvisc one injections (since 2014). The medical history was significant for thyroid cancer. The concomitant drugs were levothyroxine sodium (levoxyl) and ibuprofen (motrin). No concurrent condition was provided. On (B)(6) 2016, the patient initiated treatment with intra-articular synvisc one injection once at a dose of 6 ml (batch/lot number and expiration date: not provided) for osteoarthritis in right knee. On an unknown date in (B)(6) 2016, the patient had the normal swelling she always had after the injection. It was reported that the patient was still having swelling and a great deal of pain not experienced previously on the 4th day post-injection so she called her physician and had her come in to have the area drained. It was further reported that the patient experienced severe swelling in her right knee and was not able to bend her knee for 10 days, and had to use a wheelchair. On an unknown date in (B)(6) 2016, the patient's lower calf was swollen, was rock hard and very painful. On day 5, the right calf swelled to 3 times its normal size. It was reported that the patient had effusion removed at that time. On (B)(6) 2016, when symptoms worsened, the patient went to the emergency room (ER) and had tests to rule out a blood clot. It was reported that the patient did not have a blood clot and was going to see her physician shortly to follow up on these issues. The patient had an ultrasound scan that ruled out deep vein thrombosis (dvt) but she received no diagnosis. On an unknown date in (B)(6) 2016, the patient went to the emergency room and was diagnosed with septic knee. At the ER, the patient received clindamycin phosphate (clindamycin) but her knee was not aspirated/ cultured. On (B)(6) 2016, the doctor injected triamcinolone acetonide (kenalog) into her knee space (guided by ultrasound) and gave her an antibiotic to take. The patient did not take the antibiotic but received additional ultrasound scans that ruled out dvt but revealed little else. Reportedly, the patient thought that she got a bad batch of synvisc-one because she has had many injections (since 2014) and never had these problems before. At the moment of reporting on (B)(6) 2016, the swelling in her calf had resolved completely but she still had some swelling in her right knee. Corrective treatment: clindamycin phosphate and unspecified antibiotic for septic knee; triamcinolone acetonide for septic knee, lower calf swollen and calf was very painful; had to use a wheelchair for not able to bend her knee; not reported for calf was rock hard outcome: recovered for lower calf swollen and not able to bend her knee; unknown for rest of the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. Seriousness criteria: important medical event for septic knee; required intervention for the events of septic knee, lower calf swollen and calf was very painful additional information was received on 17-may-2016. Ptc number and results were added and text was amended accordingly. Additional information was received on 16-sep-2016 from the patient. The symptom of knee effusion was added for the event of septic knee. Clinical course updated and text amended accordingly. Additional information was received on 14-oct-2016 from the patient. The medical history and concomitant drugs were added. The event of not able to bend her knee was added with details. The corrective treatment for the events of septic knee, lower calf swollen and calf was very painful was added. The outcome for the event of lower calf swollen was updated from unknown to recovered. The seriousness criterion of required intervention was added for the events of septic knee, lower calf swollen and calf was very painful. Clinical course updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 14-oct-2016: this case concerns a patient who received synvisc one injection in right knee for osteoarthritis and developed septic joint with swelling, pain and effusion along with swollen and painful calf. Evaluating the product and event onset dates, the plausible temporal relationship between the product and event cannot be denied. However, information regarding the technique of injection and conditions under which the patient received the injection is required to make complete case assessment. Therefore, an iatrogenic factor cannot be ruled out.